Event description:
Event description guidant received information that the patient with this pacemaker, which was implanted for over six years, presented to the hospital stating they did not feel well. The device was interrogated and it was determined that the battery had reached end of life (eol) over eight months prior to this visit. It was questioned whether it was possible to determine when the device reached elective replacement time (ert). The device was explanted and successfully replaced.